Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch: "after placement of 4% tetracaine with afrin pledgets in nasal cavity, patient developed headache, nausea, lightheadedness, and dry heaving. Patient with persistent nasal obstruction for on ongoing inflammation following procedure. Received notification of product recall after events."

Manufacturer narrative:
This follow-up is to include correction/removal number (h9) for informational purpose, as the product ID and lot number were not provided. 3014334038/09202024/r/001.

Event description:
N/a

Manufacturer narrative:
The codman surgical patty was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, integra's medical affair team and an external ent surgeon assessed the report and concluded the reported event is not related to the surgical patties used. The event was caused by tetracaine and afrin, used during the procedure. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.